Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that after switching off their closed loop stimulator (cls) themselves for magnetic resonance imaging (MRI), they felt a shock during the imaging and could not restart the cls. Troubleshooting resolved the issues. Later low impedances were reported in the port that did not have a lead inserted. The cls was replaced with a cls that is MRI-compatible.

Manufacturer narrative:
Section d4 - unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The cls was returned to saluda for analysis and passed all functional testing. A review of device logs confirmed that on the day of the MRI, stimulation was stopped with the evoke pocket console, followed by a battery disconnection as a result of a magnet application. The reported unintended stimulation event was not confirmable on the device logs. The evoke scs system MRI guidelines require the device to be placed into stock mode prior to the MRI. The device is designed to enter stock mode disconnecting the battery and preventing stimulation by applying a magnet to the device for greater than 10 seconds. Information provided to saluda indicates that the device was not in the stock mode prior to the MRI. Evoke scs system MRI guidelines pre-scan preparation may not have been correctly followed prior to the MRI procedure. The evoke scs system surgical guide states that implantation and use of a scs system may result in undesirable or uncomfortable changes in stimulation which may require surgery (including revision, explant, and replacement).